Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to verify for the excessive no delivery alarm due to no button response. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported the customer received a no delivery alarm on their insulin pump. It was also found the customer had unresponsive buttons. Customer could not recall any significant events leading to the alarm. Customer's blood glucose was 5.3 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.